Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe plastipak 5ml s/su, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: when opening the syringe package, it was observed that it did not contain the volume recording, and it was not possible to quantify the volume to be aspirated.

Event description:
It was reported when using the bd syringe plastipak 5ml s/su, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: when opening the syringe package, it was observed that it did not contain the volume recording, and it was not possible to quantify the volume to be aspirated.

Manufacturer narrative:
H6: investigation: batch history analysis (DHR), maintenance records and quality notifications were verified. A maintenance order was observed that could potentially be related to the incident (603392329 - marking with insufficient ink flow), however, as photos / samples were not made available by the customer for evaluation, it is not possible to carry out an investigation and determine the root cause for the incident, therefore it is not possible to confirm the claim.